Event description:
It was reported that the patient went through withdrawal. It was indicated that the patient heard her alarm go off twice on (B)(6) 2012. The first being at 02:30 a.m. And again at 03:30 a.m. And this was when the symptoms began. The patient's bowel had released really bad and her heart was pounding. The patient went to the hospital and was given oral medication (dilaudid) to get her through until her pump was checked. It was noted the night of (B)(6) 2012 that the patient was sick because she hadn't eaten in 3 days. It was reported that she had "nausea and everything." It was stated that it was the worst night of her life and she thought she was going to die. It was noted on the morning of (B)(6) 2012 that she was feeling better but she was shaking and her whole body was trembling. It was also noted that the end of life (eol) of the pump was (B)(6) 2013. The patient had an appointment scheduled on (B)(6) 2012 to see her physician. The patient outcome was not provided. The drugs delivered via pump were bupivacaine and dilaudid. Additional information had been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the catheter was thought to be kinked.

Manufacturer narrative:
Product ID: 8731sc, serial# (B)(4), implanted: (B)(6) 2008, product type: catheter. (B)(4).